Manufacturer narrative:
The device was returned to smiths/ICU medical. Under visual inspection, we noticed that returned inner cannula is damaged - there is split between two fenestrated holes. Investigation results indicates that the reported failure likely occurred due to excessive force used during cleaning or an incorrect cleaning technique. Invalid lot number provided for DHR.

Event description:
It was reported that inner cannula broken. Occurred during use with a patient. Cannula removed. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.